Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2017; 407645 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had exhibited high threshold approximately two months prior. Upon interrogation, it was noted the rv lead threshold was within range. The rv lead remains in use. No patient complications have been reported as a result of this event.